Manufacturer narrative:
(B)(4). A review of the device history records for the device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Eval of the returned device found a brittle fracture of one threaded hole. The damages observed are consisted with a flexural overloading of the handling hole, resulting in the shearing of the implant threads. The specifications of the implant holder guarantee a connection to the implant with a minimum of 3 threads fully engaged with the implant. It was determined that only 2 threads were engaged during the greakage, indicating the inserter was not fully threaded or that if unscrewed during impaction. The asymmetry of the fracture suggests that it could be related to a miss-orientation of the cage within the inter-vertebral space.

Event description:
It was reported that during impaction of the cage into the disc space, the cage broke around the threaded area. The surgeon removed the cage and inserted a new cage into the pt. The pt was being treated for degenerative disc disease at l5-s1. No pt complications were reported. All fragments of the device were removed from the pt.